Manufacturer narrative:
The insulin pump was received with no button response due to moisture damage on keypad traces. There was no unlocked lcd keypad connector. The insulin pump was received with frozen display followed by an unexpected constant audio tone due to moisture damage at the electronics assembly. The insulin pump was received with moisture damage on the motor, battery tube and vibrator assembly. The device was received with minor scratches on the lcd window and cracked reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 133 mg/dl. Troubleshooting for keypad anomaly was performed. Customer stated that the buttons are unresponsive and the insulin pump continued to beep. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.